Manufacturer narrative:
Patient information is not available for reporting. Date of event is unknown. This report is for one (1) unknown 2.7mm va locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. PMA/510k: unknown, as specific part and lot numbers for locking screw is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during removal of variable angle (va) locking compression plate (lcp) medial distal tibia, anterolateral distal tibia plate and variable angle (va) screws on an unknown date, the locking head did break off the shaft of the 2.7mm variable angle locking screw. The reason for the removal of the plates and screws is unknown. Surgeon was able to remove all the hardware with the broken screw removal set. It is unknown if there was a surgical delay. Surgical outcome is unknown. No reported patient consequence. Concomitant devices reported: unknown screw removal instrument (part # unknown, lot # unknown, quantity 1), va lcp medial distal tibia (part # unknown, lot # unknown, quantity 1), anterolateral distal tibia plate (part # unknown, lot # unknown, quantity 1), unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown 2.7mm va locking screw. This is report 1 of 1 for complaint (B)(4).